Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres in 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient condition was good after the procedure.